Manufacturer narrative:
Date of submission 11-jan-2018 device evaluation: the device has been returned and evaluated by product analysis on 29-dec-2017 with the following findings: during investigation, the battery compartment was found to be cracked above the bumper at the threads and at the case seal below the bumper. Unrelated to the original complaint, the cartridge compartment was found to be cracked at the threads with a piece of the pump casing missing.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.